Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a drug error to mrc (#0116281159) . A patient received a double dose of the antiviral drug¿amikacin¿ due to a workflow error. There was no reported patient harm.

Manufacturer narrative:
H10: the customer acknowledges this was a workflow error and requesting that a change be made to the icca software application as a preventative measure. The customer was provided with information. The event is considered user error and not a malfunction of the philips product. Details of this incident have been sent to the philips product team for review submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.